Event description:
It was reported that the customer was having issues with the reservoirs for the past three to four months. The reservoirs have leaked into the reservoir compartment, and the customer's blood glucose has been all over the place. The mother did not feel comfortable and requested have them replaced. No further information was provided.

Manufacturer narrative:
Inspected three sealed reservoirs. Performed leak test and reservoirs passed per specifications. No leakage anomaly noted during analysis. Checked o-rings and stopper groove for defects and none were found. Reservoirs connected and locked into place properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.